Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. Per the operator's manual, "do not use sedline during magnetic resonance imaging (MRI) or in an MRI environment." Additionally, "the sedline module may be used during electrocautery, but this may affect the accuracy or availability of the parameters and measurements." A service history record review reveals that this unit was in the field for over two (2) months with no previous reported issues prior to this reported event. Updated model # to "24295."

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that despite normal management of anesthesia, abnormal sedline values without correlation with anesthesia delivery were observed. There was no known impact or consequence to patient.